Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
One and a half years ago, the pump flipped and was replaced because it was close to normal longevity. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.